Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 27 mg/ml at 11.109 mg/day and dilaudid 2.5 mg/ml at 1.0296 mg/day via an implanted pump for an unknown indication for use. It was asked but unknown when the event/difficulty occurred. It was reported the patient was experiencing a loss of therapy and increased pain. The doctor did a dye study that was unsuccessful. The patient then had an MRI and it was believed there could be a granuloma on the tip of the catheter. The doctor replaced the intrathecal portion of the spinal segment of the catheter. The spinal segment of the 8780 was explanted and discarded and the spine segment of 8781 was implanted and connected to the remaining 8780. It was further reported the doctor opened the spine pocket and cut the catheter near the anchor. There was little cerebrospinal fluid (csf) flow. He removed and replaced the intrathecal portion of the spine segment. Prior to connecting the existing catheter and new catheter there was good csf flow. The hcp connected the catheter and resumed the pump infusion with a 50% reduction in dosing. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 17-aug-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.